Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was not turning on. The device's inlet filter needs to be replaced due to preventive maintenance.